Manufacturer narrative:
The initial failure description was that the rotaflow displays an "error message". The exact error message is unknown. A getinge fiel service technician was onsite to investigate the affected rotaflow on (B)(6) 2021. The technician was unable to replicate the error message. The technician tested the affected rotaflow console without the rotaflow drive, which was used in the event of the malfunction. The tests have been performed with a loaner drive (serial number (B)(4). The rotaflow console is working as intended. And was returned for clinical use. Based on these investigation results the reported failure could not be confirmed. However the failure mode "unknown error message" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4). - defective motor control electronics. - pump stop intervention after technical error (e.g. Pump runaway, error head). - sensor error (bubble, level, pressure(in hl20 mode), flow). - software error. - wrong intervention limits. - unintended rpm change by user. The review of the non-conformities has been performed on 2021-07-14 for the period of 2013-11-01 to 2021-07-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2013-11-01. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the rotaflow displayed un unknown error message during patient treatment. The device has been exchanged with a different device. No patient harm occurred. Complaint ID: (B)(4).